Event description:
From (B)(4) study organizer: it was reported that the device was implanted in patient for administration of clinical trial drug on (B)(6) 2012. According to report, the device was surgically explanted on (B)(6) 2013 due to device breakage. During explantation of device a portion of catheter was reported to remain in patient. No permanent adverse effects reported.

Manufacturer narrative:
The device is currently being evaluated; the MFR will file a follow up report detailing the results of the evaluation once it is completed.